Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drm ICD, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that more than 5.5 years later, undersensing was noted to have occurred during a stored episode that was reviewed during a remote monitoring transmission. The lead remains in use.

Event description:
It was reported that the patient went to emergency room for syncope/near syncope. A remote transmission noted that there was far field oversensing on the right atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.